Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the meter produced an unknown error message after a test strip was inserted. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.